Manufacturer narrative:
A steris service technician collected water samples to be tested. The facility's incoming water was tested, and the results identified that four of the critical chemical attributes of water quality were above the maximum requirements for the electric steam generator as stated in the amsco 400 sterilizer operator manual (table 5-1. Required feed water quality for carbon-steel steam generators). The user facility is responsible for ensuring that their incoming water supply remains within the electric steam generator's operating requirements. The amsco 400 sterilizer operator manual states (3-1), "water quality - supplied must be within specifications. Improper water quality adversely affects equipment operation." The technician notified the customer of the water quality test results and that their water quality is not meeting the required operating conditions. The user facility has committed to making the necessary improvements to the facility's incoming water quality. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the viewport had been damaged allowing water and steam to leak from the sterilizer. The technician replaced the view port, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported water and steam leaking from their amsco 400 sterilizer onto the floor. No report of injury.